Event description:
Surgeon reported that pt has fractured the bearing in mrs implant. Surgeon also stated that he had anticipated this occuring when he did intial procedure because of patient's highly active state. Surgeon replaced tibial insert, short bearing component and bumpet.